Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). During an appointment with the physician, it was confirmed that the pump was very hard. A revision surgery was scheduled to address the experience; however, this procedure was pushed back due to urinary infection diagnosed through a culture. The specific type of infection was not provided. It was also indicated the physician did not believe the ipp caused or contributed to the infection. Approximately two months later, the patient underwent a replacement surgery.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). During an appointment with the physician, it was confirmed that the pump was very hard. A revision surgery was scheduled to address the experience. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). During an appointment with the physician, it was confirmed that the pump was very hard. A revision surgery was scheduled to address the experience; however, this procedure was pushed back due to urinary infection diagnosed through a culture. The specific type of infection was not provided. It was also indicated the physician did not believe the ipp caused or contributed to the infection. The revision surgery has not been scheduled yet.